Event description:
Treatment of an abm (arteriovenous malformation). During onyx injection, it was reported that onyx got stuck at the catheter tip and could not advance. There was poor visualization of the onyx inside the catheter and onyx was not visualized unit.5 ml had been injected side the pt. Another catheter was used, but with the same results. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The devices were returned for evaluation, but did not contain enough solution for testing. Radio-opacity test was performed on the retained samples from the same lots and were found to be within specifications. The other device involved in the event is as follows: model: 50067-060-1 / lot: 9382776 / dom: 12/01/2010 / exp: 11/30/2013. (B)(4).